Manufacturer narrative:
Reported event of stent partially deployed. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx covered stent was to be used to treat a 2-3cm stricture approximately 8cm from the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. Reportedly, the lesion had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent could not be fully deployed. The stent was unable to be reconstrained and was removed from the patient partially deployed. The stent system was checked outside the patient and it was noted that the sheath kinked at the guidewire access port. The procedure was completed using another wallflex biliary stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex biliary rx covered stent and delivery system was returned for analysis. The stent was returned partially deployed. Visual examination of the returned device found kinks at several places including the guidewire access port. In addition, the inner shaft was also kinked at multiple places and part of the inner shaft was exiting the guidewire access port. Functional examination found the stent was able to manually deploy after dissection. There was no issue with the stent. No other issues were identified during the product analysis. The damages identified during the analysis of the returned device were consistent with the application of excessive force during use. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx covered stent was to be used to treat a 2-3cm stricture approximately 8cm from the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. Reportedly, the lesion had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent could not be fully deployed. The stent was unable to be reconstraind and was removed from the patient partially deployed. The stent system was checked outside the patient and it was noted that the sheath kinked at the guidewire access port. The procedure was completed using another wallflex biliary stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.